Event description:
We received an allegation of questionable inr results for one patient with the coaguchek xs meter serial number (B)(4) compared to an unknown laboratory methodology. At 15:00, the patient's laboratory result was 3.5 inr. At 15:58, the patient's meter result was 4.7 inr. The patient's medical decisions were made based on the laboratory result. The patient's therapeutic range was 2.5-3.5 inr. The patient's testing frequency is every two weeks.

Manufacturer narrative:
On (B)(6) 2021, the same finger and puncture were used for both results. Per product labeling, "if you need to redo a test, use a new lancet, a new test strip, and a different finger." The test strips were requested for investigation. Replacement product was sent. The test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.2-3.4 inr): qc 1: 3.0 inr; qc 2: 2.9 inr; qc 3: 2.9 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared to other laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined. Occupation is patient/consumer.